Event description:
Reported 3 false positive sars results and multiple false positive flu b results. 50 symptomatic patients tested. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.